Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed no reboots or errors, alarms, or warnings related to the complaint. A visual inspection of the pump showed that the battery compartment was cracked. The battery cap was unable to fully tighten on to the pump; however, no power loss was observed. The pump was exercised for 24 hours with no power loss or alarms. The pump cover was opened and no internal defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. Reportedly, the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.